Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/26/2019. It was reported that the device had a breakage suture issue. As no sample was returned for evaluation, we are unable to investigate further to the issue of ¿ the suture was broken during use". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj5191 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the unknown surgery, the suture was broken during use. There were no adverse consequences to the patient.